Manufacturer narrative:
The device returned for analysis. The investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported on (B)(6) 2025 that the patient presented with grade 4+ functional mitral regurgitation (mr) and restricted leaflets for a mitraclip procedure. The first mitraclip was successfully implanted. The second mitraclip advanced and grasped the leaflets. While establishing final arm angle (efaa), the clip was unable to efaa as it continuously opened. Troubleshooting was performed and was unsuccessful. The clip was inverted and retracted back into the left atrium (la). The clip was unable to pass efaa check in the la. The clip was removed from the anatomy without further issues reported. Another clip was successfully used in replacement. The mr had been reduced to grade 1. There were no adverse patient effects or clinically significant delay.

Event description:
It was reported on 05 may 2025 that the patient presented with grade 4+ functional mitral regurgitation (mr) and restricted leaflets for a mitraclip procedure. The first mitraclip (cds0706-xt, 50204a1055) was successfully implanted . The second mitraclip (cds0706-xt, 50205a1077), advanced and grasped the leaflets. While establishing final arm angle (efaa), the clip was unable to efaa as it continuously opened. Troubleshooting was performed and was unsuccessful. The clip was inverted and retracted back into the left atrium (la). The clip was unable to pass efaa check in the la. The clip was removed from the anatomy without further issues reported. Another clip (cds0706-xt, 50204a1056) was successfully used in replacement . The mr had been reduced to grade 1. There were no adverse patient effects or clinically significant delay. No additional information was provided.

Manufacturer narrative:
All available information was investigated and the reported clip open during efaa was not confirmed via returned device analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other complaints reported from this lot. The investigation was unable to determine a cause for the reported clip open during efaa. There is no indication of a product issue with respect to manufacture, design, or labeling.